Event description:
Customer reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no further malfunction occurred. Customer was advised to continue using the pump and to report if the malfunction recurs.